Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse practitioner reported a customer was hospitalized for a non-diabetes related event. During the hospitalization, the customer received a result of 120 mg/dl on his aviva combo meter and a result of 57 mg/dl on a professional device within 8 minutes. At a different time, the customer received a result of 180 mg/dl on his aviva combo meter, a result of 90 mg/dl via blood draw, and a result of 94 mg/dl on professional device all within 10 minutes. No adverse event was reported in relation to this complaint. Reporter was unable to provide the customer's information; therefore, no product could be requested for evaluation.